Event description:
Complainant alleged that during functional testing, the device's analyze button was not responding. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.